Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date returned to manufacturer - device was already in zimmer biomet facilities, and was thus not returned from an external source. The driver was received for evaluation. It was found that the solid driver had a twisted tip. No applicable dimensional analysis could be completed with the damage to the instrument. Review of the certificates of conformance indicates that the product was manufactured conforming to product specifications. The reported devices are used for treatment. These devices are designed to twist prior to fracturing the screw head off; therefore, the root cause was attributed to the plastic deformation that the device was designed for. The device functioned as intended. Another MDR report was filed for this event, please see associated report: 0001825034-2016-04842-2.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Qty: 2. Returned to manufacture - event occurred on zimmer biomet campus; therefore return is n/a. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-201-04842 & 04845).

Event description:
Upon attempting to insert screws during a cadaver lab, the instrument fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.